Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, a cuff inflation/deflation issue occurred. It was reported that the tube was in the patient about 2 hours before the leak was noticed. It was reported that the patient was reintubated with the same size and model of trach and is fine now.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. An inflation/deflation test was performed using a syringe and it was observed the cuff deflated after a minute and a half and the cuff leaked from several small cuts. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.